Event description:
During baxter's functionality testing, a spectrum pump constantly alarmed downstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The constant downstream occlusion alarms were confirmed through baxter's functionality testing, but could not be reproduced through further testing. The unit passed downstream occlusion testing per baxter's service procedure. Eval did find the downstream gasket was installed incorrectly, causing this condition. The downstream tubing guide was replaced.